Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced feeling "drowsy" and a loss of consciousness and was unable to self-treat, no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Cntr_pot_high in the otp (one time programmable memory) event log is an indication that returned sensor was terminated due to high counter potential voltage. Therefore, the smu (source measurement unit) test will be performed to determine if the sensor is fully functional and have any counter voltage issues. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage testing was performed and results was within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced feeling "drowsy" and a loss of consciousness and was unable to self-treat, no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.